Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of low result of 3.7mm from memory. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 6.1-7.8mg/dl fasting. Verified the strips expired 5/31/2017. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: 7.1mg/dl, (B)(6) 2015 08:20:00 pm, fasting:yes. 8.6mg/dl, (B)(6) 2015 09:03:00 pm, fasting:yes. 3.7mg/dl, (B)(6) 2015 04:52:00 am, fasting:yes. 8.5mg/dl, (B)(6) 2015 09:01:00 pm, fasting:yes. 9.8mg/dl, (B)(6) 2015 07:56:00 am, fasting:yes.